Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Moisture damage also found on the motor. Pump had minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool. Customer reported that as a result, there was moisture inside of insulin pump. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.